Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that one of the patient's leads had migrated. The patient stated having multiple falls prior. As a result, the patient underwent surgical intervention to address the issue. During the procedure, it was noted that one lead was pulled out of the header. In turn, both leads and the ipg were explanted and replaced to complete the procedure. Effective therapy was established post-operatively.

Manufacturer narrative:
There were no allegations against the returned ipg, the event details stated it was an elective replacement. Analysis of the device was completed to document the ¿as received condition¿ with images and a brief description. The returned ipg communicated with all lab utilities, and the ipg logs were extracted.